Manufacturer narrative:
(B)(4). Keypad unresponsive/button error alarm not found during testing. Insulin pump passed the displacement test and the self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that there was a delay when they pressed that the buttons until they respond. Customer stated that they had an alarm was not in progress at the time the button was unresponsive. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.